Event description:
It was reported that the right atrial lead dislodged several times during the implant procedure. The lead was no longer used and a new lead was implanted. The patient was noted to be doing well at the discharge visit.

Manufacturer narrative:
Final analysis found normal device characteristics.